Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3+functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip ntr was successfully placed on the leaflets when the mean pressure gradient (mpg) was measured to be 10 mmhg. The clip was removed, and the procedure was discontinued when the mpg returned to baseline. The final mr remained at grade 3+. There were no adverse patient effects or clinically significant delays reported. It was reported that on (B)(6) 2026, the patient had a follow-up examination when it was identified that the mr increased to grade 4+. A postoperative ultrasound identified tissue damage to the valve leaflets. The patient remained in the hospital for continued medication treatment.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.